Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have recognition failure. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Based on review of the logs and during in-house testing, the instrument failed the recognition test when installed on an in-house system. The housing was removed from the back end, no physical or cosmetic damage was found to the dallas chip. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Visual inspection of the conductor wire and insulation found no physical or cosmetic damage. The root cause of thermal damage between grips instrument bipolar yaw pulley is typically associated with mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.